Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during insertion into the patient's subclavian space for insertion into the subclavian vein. However, when advancing it towards the subclavian vein, the introducer needle snapped off at the hub of the needle. All parts of the needle were removed from the patient and will be sent back for investigation with the ars. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the introducer needle broke during insertion was confirmed. The customer returned one introducer needle and an arrow raulerson syringe (ars). The returned ars appeared typical. The returned needle was broken into two pieces at 1mm below the hub. A cross-section of the broken ends of the cannula revealed they are d- shaped indicating that the cannula was bent then dented during insertion. Microscopic examination confirmed the dented cannula at the break and no other damage was observed. The outside diameter (od) of the cannula was measured at 1.27mm and the inside diameter (ID) measured 0.041" through the bevel. Both the ID and od meet specification per the cannula graphic (ID: 0.041"- 0.043" and od: 1.26mm -1.28mm). The needle hub was then attached to the ars tip and the fit was secure. A device history record review was performed and did not reveal any manufacturing related issues. Based on the time of discovery and the sample investigation, operational context caused or contributed to this complaint. No further action will be taken.